Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nn521 - columbus ps glid. Surf.w/scrw.t2/2+ 12mm. According to the complaint description, during the revision it was noted that the peg of the post had broken. Implantation had occurred on (B)(6) 2022. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4).

Event description:
Update: the patient had complained of ongoing joint pain postoperatively. Another columbus polyethylene implant of similar size was inserted during the revision surgery.

Manufacturer narrative:
Additional information: b5 - description updated. H6 - codes updated. Investigation findings: the complained product was not available for investigation. Therefore, the investigation was based upon batch history review, historical data analysis, event description and review of pictures of the complained product. Batch history review: the device history records have been checked for all leading device(s) lot numbers and the products found to be according to specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Conclusion/ preventive measures: based on the current information and without the product being available for investigation, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.